Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the approximately five weeks post implant the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The ra and rv leads were abandoned and the implantable pulse generator (ipg) system was replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.